Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing tingling sensation even when device was turned off. The patient underwent spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively. The explanted device was not returned per facility preference.